Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with site's pharmacy assistant and obtained following additional information : the reported prograsp forceps instrument was inspected prior to use with nothing unusual to be observed. The reported instrument did not collide with another instrument or tool during procedure. Staff noted during early procedure that jaws of instrument would not open. No fragment(s) fell into the patient's anatomy. There was no patient injury. The jaws of instrument were not grasping patient's tissue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that there was a broken cable with a da vinci product. It was further reported that there was also a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.